Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6)2010, 1st inr: 1.0, 2nd inr: 1.8, mean: 1.40, sd: 0.57, %cv: 40.41. Since 40.41% cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. A previous case was referenced for strip lot #218917 with strip code ut9ex. Investigation results: precision: reference: donor 1 - 2.8, in house: 2.7, in house: 2.8, mean: 2.77, sd: 0.06, %cv: 2.09, resolution: pass. Donor 2 - 2.9, 2.9, 2.9, 2.90, 0.00, 0.00, pass. For each pair of replicates for each sample on strip lot #218917, mean and standard deviations were calculated. In-house test results have 2.09% and 0%, respectively for each donor and are les than 16%. Both samples pass the criteria for precision. No discrepant results were established on in-house tests. No further investigation will be pursued. Data analysis of cv% calculation from comparison test data provided by end-user revealed precision criteria not met (1.0, 1.8 cv%=40.41%) follow-up in case comment, 3rd test resulted inr=1.7. No product is expected to be returned. Precision test record was reviewed. Retain strips from lot#218917 were tested in a previous case on (B)(6)2010. Product deficiency was not established. There is insufficient information to determine the root cause of customer's test result discrepancy. As of 03/25/2010, seven discrepant result complaints were reported for lot# 218917 yielding a complaint rate of 0.009%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: inratio: 1.0, inratio (repeat testing) 1.7.